Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 43mm x 30mm pau. The pau was located 6mm below the lowest renal artery. The procedure was completed under short neck indication. It was noted the patient had very tortuous iliac arteries. The physician opted to implant a cuff only as the least invasive option due to patient medical condition. It was reported during the index procedure after an endurant cuff (25/25/70) was implanted an angiogram identified filling of the aneurysm with contrast with a type ia endoleak. The physician ballooned the proximal neck with a reliant balloon. Another angiogram was completed and although the filling of the aneurysm was less, it still was not completely resolved. The physician then placed 3 endoanchors. When attempting to place a 4th endoanchor, it penetrated the wall during the first part of deployment but upon 2nd part of deployment the endoanchor jumped up and became free floating in the aorta. Attempts were made to snare the endoanchor without success. As the type ia endoleak remained the physician then planned to implant an additional cuff covering the accessory renals landing under the lowest left main renal artery to trap the floating endoanchor. A 25/25/49 cuff was implanted without issues however during deployment, the floating endoanchor was now observed to be in the left common iliac artery. A further attempt to snare the endoanchor was performed again without success. In the process of catheter and wire exchanges, the endoanchor was observed to be in the left hypogastric trapped in a distal branch. The physician elected to leave the endoanchor in its place. Further ballooning was completed and an angiogram performed. The type ia endoleak was now observed to be a slight blush in the sac. The procedure was completed at this time with the patient condition reported as stable. Per the physician it is possible the endoanchor hit calcium in the proximal neck causing it to jump during the second part of deployment. No additional clinical sequelae were reported and the patient will be monitored.